Event description:
It was reported that the colonovideoscope exhibited no picture during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder and the air/water tube have foreign objects. A root cause could not be identified. Based on the investigation findings, no issues associated with the reported failure were identified as potential contributors to the malfunction. Furthermore, for the additional findings, the investigation was unable to establish a cause that may have resulted in the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.